Event description:
Additional information indicates that surgical intervention was undertaken on 1feb2024 wherein a stitch was put in to secure the ipg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2024-00926. It was reported that the ipg was loose, and it was moving in the pocket. As a result, surgical intervention may be undertaken at a later date to address the issue.